Event description:
The guard cuts her tongue and the front part digs into her mouth. She was used to wearing the stop grinding guard (other product) and she loves them. She mistakenly bought the grind no more thinking they were the same thing.

Manufacturer narrative:
The guard cuts her tongue and the front part digs into her mouth. I learned that she was used to wearing the stop grinding guard and she loves them. She mistakenly bought the grind no more thinking they were the same thing.